Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial implant with a bifurcated stent and a suprarenal aortic extension. A follow up computed tomography (CT) showed a potential type 3b endoleak and no aneurysm sac growth was observed. The physician is planning to reline the implanted devices. A secondary intervention has not taken place or been scheduled. The patient is reported to be doing well.